Manufacturer narrative:
The error was made customer service. It was entered the wrong ship code when the product was ordered.

Event description:
During the primary spine surgery, it was discovered that the 200mm drill bits that were ordered for the case were not present in the myspine set. The reason for this was due to the drill bits being shipped to the wrong address. The error was made by USA customer service that entered the wrong ship code when the product was ordered. The surgeon was able to use a longer drill bit to complete the surgery but this caused the case to be delayed by an hour and a half requiring the patient had to have additional anesthesia.